Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported they had pain in the lower back and buttock. The issue was not resolved at the time of the report. The patient was listed as alive with no injury at the time of report. Additional information from the patient on (B)(6) reported they had extreme pain in her tailbone. The patient noted they felt like the lead might have twisted and moved under the skin. The patient was assisted in turning stimulation down and then off. The issue was not resolved at the time of report. Additional information from the patient on (B)(6) reported on (B)(6) they were in pain and her wires were twisted. The indication for use is unknown. There were no further complications that have been reported as a result of this event.